Event description:
On 16/aug/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to a suspected right-sided pleuroperitoneal leak. The patient reported she transitioned to hemodialysis (hd) in the hospital for an unknown length of time. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room (ER) on (B)(6) 2024 with dyspnea and chest pain while at home (onset did not occur during treatment, last fill in abdomen). Radiological studies determined the patient was suffering from a moderate right-sided pleural effusion, which was causing acute respiratory distress (ard). Additionally, cardiac and hematological studies determined the patient suffered a non-st elevation myocardial infarction (nstemi). The patient was admitted and transferred to the intensive care unit (ICU). On (B)(6) 2024, the patient successfully underwent a thoracentesis which removed approximately 1000 ml of fluid (composition was not dialysate) and the patient¿s ard improved. While hospitalized the patient¿s pd catheter (not a fresenius product) was surgically removed, a tunneled hd catheter (not a fresenius product) was placed, and the patient was permanently transitioned to hd for rrt on (B)(6) 2024. The pdrn stated the patient¿s transition to hd was due to her weakened condition following the nstemi. As of (B)(6) 2024, the patient remains hospitalized and is recovering from the serious adverse events. Per the pdrn, the serious adverse events were unrelated to ccpd therapy or any fresenius device(s) and/or product(s).

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of a nstemi (characterized by chest pain) and right-sided pleural effusion (characterized by dyspnea and ard), which required hospitalization (ICU), a thoracentesis and transition to hd for rrt. While the exact etiology of the nstemi and right-sided pleural effusion are unknown, the patient¿s pdrn stated the patient¿s transition to hd was due to her weakened condition following the serious adverse events and were unrelated to ccpd therapy or any fresenius device(s) and/or product(s). Myocardial infarctions are a common complication in patients on chronic dialysis, largely due to their predisposition to cardiac disease. Additionally, isolating the cause of pleural effusions in esrd patients can be difficult given the variety of possible causes. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 16/aug/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to a suspected right-sided pleuroperitoneal leak. The patient reported she transitioned to hemodialysis (hd) in the hospital for an unknown length of time. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room (ER) on (B)(6) 2024 with dyspnea and chest pain while at home (onset did not occur during treatment, last fill in abdomen). Radiological studies determined the patient was suffering from a moderate right-sided pleural effusion, which was causing acute respiratory distress (ard). Additionally, cardiac and hematological studies determined the patient suffered a non-st elevation myocardial infarction (nstemi). The patient was admitted and transferred to the intensive care unit (ICU). On (B)(6) 2024, the patient successfully underwent a thoracentesis which removed approximately 1000 ml of fluid (composition was not dialysate) and the patient¿s ard improved. While hospitalized the patient¿s pd catheter (not a fresenius product) was surgically removed, a tunneled hd catheter (not a fresenius product) was placed, and the patient was permanently transitioned to hd for rrt on (B)(6) 2024. The pdrn stated the patient¿s transition to hd was due to her weakened condition following the nstemi. As of (B)(6) 2024, the patient remains hospitalized and is recovering from the serious adverse events. Per the pdrn, the serious adverse events were unrelated to ccpd therapy or any fresenius device(s) and/or product(s).

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed encountered m01.17 (le17 - cannot teach pumps) alarm. Failure traced due not functioning motor pump a. During the internal inspection a loose component (pump b cable) was founded. During the internal inspection a damaged valve (v2) was founded. Visual inspection of the lead screw revealed a degraded condition of the grease. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. Cannot teach pumps alarm was confirmed and the cause traced to component failure was selected because of not functioning motor pump a and loose pump b cable was encountered during internal inspection.